Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous arteriovenous graft (avg) in the forearm. The 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the tip section of the device identified that the tip was bent and slightly flared. An examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from the proximal markerband and it extended distally for 47mm in length, down to the distal end of the distal transition of the balloon. A visual and microscopic examination found no issue with device's markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous arteriovenous graft (avg) in the forearm. The 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).